Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, dose and concentration not reported via an implantable pump. It was reported that the patient had fluid in her pump pocket. The physician reported this was csf (cerebral spinal fluid.). The physician noticed this at the post-op appointment 7 days after the implant of their pump. The environmental, external or patient factors that may have led or contributed to the issue was it was determined the patient had csf (cerebral spinal fluid) leaking from where the catheter entered into the intrathecal space. The diagnostics and troubleshooting performed was the physician performed a pump pocket exploration and determined all connections were intact and not leaking. The actions and interventions taken to resolve the issue was the patient received a blood patch and her symptoms have resolved. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.